Event description:
Our local subsidiary detected an incident report submitted by a medical facility to china's nmpa and collected the information. On the same day, pseudomonas aeruginosa was detected in sputum samples from four inpatients who underwent endoscopy using the same bronchoscope, model: eb-530h. Subsequent culture testing of this bronchoscope detected pseudomonas aeruginosa in a specimen collected from the forceps channel. There is a possibility that pseudomonas aeruginosa was transmitted to three patients via the endoscope. The patients were administered antibiotics and were discharged without requiring extended hospitalization. This report concerns the third of those patients.

Manufacturer narrative:
The forceps channel of this bronchoscope developed poor insertion and leaks. This endoscope was repaired by a third-party repair company, and post-repair culture tests were negative. Therefore, it is possible that damage to the forceps channel led to inadequate cleaning and disinfection. This facility only performs airtightness tests at the end of each day's operation. Had airtightness tests been conducted for each case as specified in the instruction manual, it might have been possible to detect the malfunction and prevent the spread of pseudomonas aeruginosa. The UDI-di for this product in the united states is (B)(4).